Manufacturer narrative:
The company service representative, upon troubleshooting of the reported issue, discovered that the person that last replaced the soda lime absorbent canister did not removed the protective cover. The cover blocked the gas flow. The cover was removed and the service representative reinstalled the absorbent canister. The a5 system was tested and confirmed to operate with specification. The customer was advised to follow the instructions on the film and label of the absorbent canister. The customer acknowledge these recommendations. (B)(4). (Exemption #e2015032).

Event description:
The customer reported that when the caregiver was manually bagging during anesthesia deliver the patient and tried to switch from manual mode to automatic mode the a5 anesthesia delivery system unit delivered low gas volume. The anesthesiologist switched the therapy back to manual mode and completed the case. No patient adverse effects were reported. The patient demographics were not provided.